Event description:
Patient called to report low speed alarms on lvad controller, patient instructed to come into lvad clinic for further interrogation. Interrogation revealed low speeds and multiple pump stops. Abbott engineers notified who determined that there was a breakdown in the integrity of the internal wires resulting in a short to shield. Engineer attempted to repair wires, however it has since been determined that the issue is internal. Patient placed on ungrounded cable and power module per manufacturer's instructions.

Event description:
Patient called to report low speed alarms on lvad controller, patient instructed to come into lvad clinic for further interrogation. Interrogation revealed low speeds and multiple pump stops. Abbott engineers notified who determined that there was a breakdown in the integrity of the internal wires resulting in a short to shield. Engineer attempted to repair wires, however it has since been determined that the issue is internal. Patient placed on ungrounded cable and power module per manufacturer's instructions.